Event description:
A patient came to the ER in 2006 with arterial fibrillation and congestive heart failure. A cardiologist admitted the patient into the cardio vascular unit (cvu) and placed him on heparin to reduce the chance of showering blood clots. The protocol is to test the ptt every 6 hours. 2 days later the patient suffered a stroke. The patient was placed on the ventilator at that time to support his airway. A nurse evaluating the ptt having not achieved the therapeutic range, inspected the heparin drip. When disconnecting the IV from the patient and holding it over the floor noticed no drips over a couple of minutes. The pump door was opened and an air bubble was noticed in the area of the pumping fingers. The patient was removed from ventilator at the request of the family and subsequently died 2/2006.